Event description:
The device was used during laparoscopic burch surgery. Reportedly, the needle broke and disengaged into the pt's cavity. The surgeon was able to retrieve the needle and applied another device to complete the procedure. The hosp has reported no pt injury occurred.